Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to verify for no delivery alarm and perform occlusion and the excessive no delivery test due to motor error alarm. The insulin pump received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error while he was doing an infusion set change. Customer's blood glucose level was not reported. He was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.